Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate defibrillation therapy after the patient performed physical activity in (B)(6) 2019. No intervention was performed. The implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2021 as the device reached elective replacement indicator. No patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.